Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report #9616099-2009-00779 and 1016427-2009-00120.

Event description:
After post-dilation of the carotid stent, there was slow flow through the vessel. The filter was suctioned with a pronto extraction catheter multiple times prior to removal of the filter. Following filter removal, there was good flow. The patient is a male with a history of hypertension, dyslipidemia, coronary artery disease, status post prior pci, who was found to have a carotid bruit on examination. A carotid doppler was performed and showed severe stenosis bilaterally. The patient was enrolled in the study for carotid stenting. The target lesion was the left in internal carotid artery (ica). The vessel was described as ulcerated. The reference vessel diameter was 6mm. The target diameter was 80%. The lesion length was 25mm. An angioguard distal protection device was deployed distally in the left ica. Pre-dilatation of the lesion was performed with a viatrac (4x20mm) balloon at 8 atmospheres. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The stent was then post-dilated with a viatrac 5x20mm balloon at 10 atmospheres. After balloon dilation, there was slow flow through the left ica. The filter was suctioned with a pronto extraction catheter multiple times prior to removal of the filter. Following filter removal, there was good flow. The final target lesion percent diameter stenosis was 0. It was believed that the event was caused by the distal filter being clogged up with atheroembolic material. The patient did develop expressive aphasia and hemiparesis on the right-side. The patient was observed for the next twenty minutes in which the weakness resolved and by the next morning the patient was back to baseline neurologically. The patient was discharged the next day.